Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12709. It was reported the pt experiences 'electrifying sensations' when stimulation is turned on. The pt reports the stimulation does not relieve the pain. The next course of action is undetermined.